Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient was in the hospital with sudden withdrawal. The pump was interrogated on (B)(6) 2016 and elective replacement indicator (eri) was 79 months, on (B)(6) 2016 the eri was 38 months, and today (B)(6) 2016 the eri was 19 months. Additional information received from the patient via the manufacturing representative reported that the pump was ending life too quickly. The pump had only been implanted for 2 months, but the eri was at 19 months. The patient was having increased pain. No actions have been taken. The issue was not resolved at the time of this report. The medical history and patient status were unable to be obtained. No surgical intervention had occurred, and it was unknown if it was planned. The drug, any diagnostics, patient outcome, and the cause/actions/interventions/resolution related to the eri issue remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; however additional information received provided no new information. If additional information is received this report will be updated.